Event description:
The information received indicated that when the physician injected contrast, he felt that there was air in the lines. There was no damage or irregularities noted on the devices. All 4 devices were used in same patient. It was not made clear if there was any difficulty connecting the hubs. There was air injected into the patient.

Manufacturer narrative:
The information received indicated that when the physician injected contrast, he felt that there was air in the lines. There was no damage or irregularities noted on the devices. All 4 devices were used in same patient. It was not made clear if there was any difficulty connecting the hubs. There was air injected into the patient. No patient injury was reported as consequence of the issue. Additional information was not available. Four non-sterile catheter units were received coiled into a plastic bag. The four units do not correspond to cordis products, therefore no additional analysis was performed. Multiple attempts to obtain the cordis products involved in this complaint for evaluation were unsuccessful. A review of the manufacturing documentation could not be conducted without a lot number. It is our intention to report conservatively since the reported complaints alleged to involve cordis products. However, the reported issue was not able to be confirmed as the products returned for evaluation were not cordis products. Additionally, without a lot number to conduct a DHR review, it is not possible to determine if the reported failure could be related to the manufacturing process. Therefore no corrective and preventive actions will be taken at this time. This is one of four products used in the same patient and reported under manufacturing report number 9616099-2011-00802, 9616099-2011-00803, 9616099-2011-00804 and 9616099-2011-00805.

Manufacturer narrative:
Please note the event date is unknown. Please note the catalog number is unknown. The cordis device reported in the event has not been returned for evaluation. This is one of four products used in the same patient and reported under manufacturer report number 9616099-2011-00802, 9616099-2011-00803, 9616099-2011-00804 and 9616099-2011-00805. Additional information will be submitted within 30 days from receipt.